Event description:
(B)(4). I got the essure done (B)(6) 2011 and the dye 3 months later and in (B)(6) 2011 started having severe cramps and nausea, headaches I have stomach problems 4 in a half years later and got appt for gynocologist and gi specialist due to essure I know it is from that bc I didn't have issues like that before I got a foreign object in my body I blame your company for every thing I stay sick on my stomach everyday I have a lot of fatigue I can't even hold a job thanks to this.